Event description:
Customer reported via phone call, the insulin pump sometimes it turns off unexpectedly. Alarm history only displayed a failed battery test alarm that occurred on (B)(6) 2015. Customer was advised to use a different battery for a different lot and a new battery cap. Customer was advised to call when issue occurs in order to properly perform troubleshooting on the device. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.